Event description:
The customer reported that the ventilator would not power up or operate on battery power. The ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the battery was replaced but did not correct the reported problem. The biomedical engineer reported the unit would power up and operate on ac power. Pse advised the biomedical engineer evaluate the power management pcb board for replacement. The biomedical engineer reported the power management pcb board was replaced and the reported problem was resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.